Event description:
September 20, 2006 the healthcare professional/reporter, a visiting nurse coordinator, contacted lifescan (lfs) alleging the one touch basic enhanced meter was giving inaccurately low readings. On september 22, 2006 the medical affairs specialist (mas) spoke with the patient to obtain and verify information. The mas also reviewed the recorded telephone call. On in 2006, am the patient obtained a fasting blood glucose reading of 53 mg/dl on the reported meter. At that time, the patient was experiencing symptoms of blurry vision, fatigue and vomiting. Because of the low readings, the patient administered self-care by attempting to eat food, but could not keep anything down, and she continued vomiting. The patient obtained another meter reading of 54 mg/dl while symptomatic. The patient scheduled a visit with her physician. The patient's daughter took her to the clinic, where at 2:45 pm the patient's blood glucose level was tested to be 'higher than the meter could read' on an unknown meter. The physician had the patient transported to the emergency room, where her blood glucose level was tested to be 818 mg/dl. The patient was treated intravenously with insulin, and admitted to the hospital. The patient had been obtaining blood glucose readings of 'in the 50's mg/dl for approximately two weeks. In response to the low blood glucose readings, the patient chose to stop taking her insulin during this time period. The patient's medication regimen was 40 units novolin n insulin in the mornings, 35 units novolin n in the evenings, and 5 units of novolin r insulin if her blood glucose reading was greater than 300 mg/dl. The patient also takes the oral diabetes medication amaryl (glimepiride) in the mornings. The patient does not have a backup meter. The patient was unable to provide her expected blood glucose values. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient's testing technique was incorrect and the meter was not programmed for the correct calibration code number, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient discontinued her insulin therapy based on low meter readings, became hyperglycemic and received emergency medical attention, treatment and hospitalization. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.